Event description:
Subsequent to the initial MDR, additional information have been received. It was previously reported that there was no documentation indicating the duration of the patient's loss of consciousness. It is has been clarified that the duration of loc was approximately one hour. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/23/2026, the patient reported experiencing cgm inaccuracy. The cgm reading was 83 mg/dl, while the fsbg reading was 253 mg/dl. The patient attempted to calibrate the sensor but received an error indicating that the calibration was not used. Due to the elevated fsbg of 253 mg/dl, the patient administered (B)(4) units of insulin that evening. The patient later stated that this may have been too much insulin. Prior to going to sleep and before the subsequent hypoglycemic event occurred, the patient reported that the sensor remained intact and continued to provide readings, although the readings were inaccurate. At approximately 1:00 am on (B)(6) 2026, the patient experienced hypoglycemia while asleep. The patient's roommate noticed that the patient was moaning and groaning. The patient was unconscious during the event and was therefore unable to confirm whether the roommate or the patient's daughter contacted emergency medical services (ems). The patient recalled that upon arrival, paramedics obtained a fsbg reading of 30 mg/dl. Paramedics treated the patient with glucose jelly. The patient was unable to provide information regarding the cgm reading at the time of the hypoglycemic event because the patient was unconscious. The patient stated that the sensor may have become detached during the hypoglycemic episode. The patient reported experiencing significant sweating during the event and believed this may have contributed to the sensor becoming dislodged. There is no documentation indicating the duration of the patient's loss of consciousness. At the time of the report, the patient was doing well. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.